Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose. Customer also reported sensor retraction. Customer's sensor glucose values was 70 mg/dl while blood glucose value was 191 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7020la and mmt-1884l. No product return is expected for mmt-7020la and mmt-1884l.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used partial sensor (needle not returned) performed a visual inspection and checked for physical damage and found sensor flex bent. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings place sensor under microscope and found overgrowth platinum at the reference electrode. See attached file for details. In summary, the customer complaint of sg vs bg event and sensor flex damage was confirmed. Sensor failed for high readings. Found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.